Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was also received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were working intermittently. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.